Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vnn5, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that a CT scan last month showed a frayed lead wire. The MRI tech got an order to do and MRI of the pelvic region to check on bladder stimulator break issue. No symptoms were reported.